Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Customer was instructed to ensure pump was not connected to power and to firmly press button on front of pump, and after repeated guided attempts pump display eventually turned on, though button remained very difficult to press and required multiple presses; pump was not replaced because it was out of warranty, and no additional information was received regarding any further actions.